Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the actual device was not available; however, the machine was evaluated on-site by a vantive qualified technician. Technical inspection of the machine showed that the ultrafiltration (uf) cell was out of specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the reported uf event was the failure of the uf cell, which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an excessive ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine. The patient's initial weight was 55kg and the final weight was 52.7kg, "when setting 2kg dehydration". There was no report of patient injury or medical intervention associated with this event. No additional information is available.